Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer informed caller that we could go through the high blood glucose troubleshooting. Customer stated that she had attached the set to her body before filling the tubing. Customer stated that the trainer wants her to switch to the sure t infusion sets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that because they were in the middle of rewind or prime auto mode feature was not active.